Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right ventricular r(v) lead due to suspected lead damage. Diagnostic imaging was performed and revealed no anomalies. No intervention has been performed; however, a lead replacement is anticipated. The patient was stable and will continue to be monitored.